Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had button error and alarmed as no delivery. The blood glucose of the customer was unknown. Customer stated that battery life was diminished also date and time settings lost during battery change and grinding sound during rewind process. The customer declined troubleshooting. The insulin pump will not be returned for analysis.